Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced granulation and skin overgrowth at the abutment site. Subsequently the patient was administered oral and topical antibiotics, a topical steroid and underwent a skin revision to debride the skin in 2017. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
Per the clinic, it was reported that the patient underwent replacement of the abutment screw and a skin revision under a general anaesthetic (date not reported). This report is submitted on december 06, 2018.